Event description:
It was reported that the glenoid head inserter fractured during the insertion of the implant. No adverse event has been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h10 complaint sample was evaluated and the reported event was confirmed. Product was identified by the etch on one of the handles. The device shows signs of use in the form of cosmetic blemishes and tape on one of the handles. One of the prongs is fractured completely. There are scuffs and scratches near the prongs on the bottom side of the forceps. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.